Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The customer reported loss of ECG monitoring during a patient event after an unknown number of defibrillation discharges. The electrodes were replaced twice without resolution, and the device was subsequently replaced to continue therapy. Evaluation of the returned electrodes confirms continuity and the ability to deliver energy. No definitive device malfunction could be confirmed. This leaves the possibility of poor coupling or a suspect device. Available information suggests the event may be related to poor electrode-to-patient coupling, potentially associated with diaphoresis; however, the root cause could not be conclusively established. No similar issues were reported after the affected electrode lot was removed from use. Analysis of reports of this type has not identified an increase in trend.